Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a pinhole 7mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.